Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during implantation the lens haptic got stuck in the delivery device. The incision was enlarged to remove the lens intraoperatively and another lens was implanted. Sutures were used to close the wound. The patient's prognosis was reported as "excellent." Please reference MDR # 201924-2014-00149 for the intraocular lens involved in the event.